Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when attaching the handpiece to the disposable, the contact ring of the disposable was bent, meaning that the device would not pass the test. The blades of two other devices were snapped off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.